Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient has been having a lot of trouble with the device, meaning that one night she is fine and the next she is wetting her bed. The problem has been going for the last two months. It was confirmed that stimulation was on. Patient reported that she had a fall. She reported that her ins is moving and it shifted probably around (B)(6) after she took a little fall. Patient does not have a managing healthcare provider currently. No further complications were reported.

Event description:
Additional information received from the patient who thinks the entire thing has shifted and they are starting to have issues with their incontinence again. As a result of what was reported, the caller requested the call center to contact the sales field on their behalf to be reprogrammed. They were also redirected to their healthcare provider (hcp). Seven days later, the patient said the ins migration issue hasn't been resolved and no steps have been taken which is why they are reaching out to the manufacturing company. They also said nobody is managing their implant at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that no steps had been taken to resolve the issue at this time as they had moved to nm. There were no further complications reported or anticipated.